Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally input the grams of carbohydrates incorrectly on the bolus delivery screen. The customer reported a blood glucose (bg) level of 343 mg/dl which was addressed with a correction bolus via pump. The customer declined troubleshooting with tandem technical support, as the customer was certain on the cause of the elevated bg level.